Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe was "dirty." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: six pictures, and 65 sealed packaged and 155 loose assembled 5ml syringes were received and confirmed to be from batch #7338677 (p/n 309646). The pictures appeared to be of the same samples received. The samples were visually evaluated. The syringes were all found to have an incomplete ink ring above the barrel step. The ink ring is low in density and is outside the print area, which is an acceptable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for ink smears is associated with the printing process, however no corrective actions are necessary based on the defective rate identified. Investigation conclusion: unable to determine a root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe was "dirty." No report of serious injury or medical intervention.